Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to cuff erosion the patient had his artificial urinary sphincter (aus) cuff removed. No new cuff was implanted at this time.

Manufacturer narrative:
Returned product consisted of an ams800 occlusive cuff. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. There was a perforation in the cuff shell causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Correction: updated to include device analysis.

Event description:
It was reported that due to cuff erosion the patient had his artificial urinary sphincter (aus) cuff removed. No new cuff was implanted at this time.